Manufacturer narrative:
Concomitant medical products: 710 cv accessory implanted: (B)(6) 1990. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the device delivered therapy for detected ventricular tachycardia (vt) that may have been an atrial driven arrhythmia with rapid ventricular response. The ICD remains in use. No further patient complications have been reported as a result of this event.